Event description:
Reporter alleged obtaining the results of 175 mg/dl and 85 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she felt hypoglycemic symptoms and self-treated with orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The rotator broke during a left ventriculogram procedure. Pressure limit was 750 psi. No harm or injury was reported. The customer reported three (3) defective devices but did not provide any specific details for each occurrence. It is not known if all three reported defective devices were the same part number or lot number. Therefore, this single report will be filed.